Event description:
It was reported that there was an alert produced on the latitude remote monitoring system for this pacemaker system for a lead safety switch (lss) from the bipolar sensing configuration to unipolar. This was due to low out of range right ventricular (rv) lead pacing impedance values that were less than 200 ohms. Technical services (ts) analyzed device data and found that the decrease in impedance measurements had been gradual over the past several months. Variable right ventricular automatic threshold (rvat) test were found. There was a stored ventricular episode found that was caused by oversensing of noise on the rv channel. Noise was present on the right atrial (ra) lead channel but not over sensed. Ts recommended reprogramming options and evaluation in clinic. It was also noted that the patient was feeling stimulation while programmed in the unipolar configuration. Both leads were not manufactured by (B)(6). No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).